Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro insert had migrated from her fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a hysterectomy procedure in order to alleviate her symptoms and to remove her essure coil). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain was resolving. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: in 2012, plaintiff followed up with doctor for a hsg test. It was discovered that her essure micro-inserts had migrated from her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.